Event description:
The tip of the driver broke off inside the tibia screw during an acl repair. Surgeon attempted to remove the tip, but could not. Surgeon determined to leave the tip in the patient. No further consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The lot number was not provided; therefore, device history could not be reviewed and manufacturing date not determined. This type of event, however, can occur if the patient's knee is flexed while the driver remains inside the joint. However, since the device was not returned for evaluation, this determination can not be confirmed.